Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the functional check; the therapy delivery failed, the device beeps every 30 seconds, and a red x is displayed permanently. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device therapy failed to deliver and there was an x at the top. There was no reported patient impact or injury. The device was returned to the bench, however based on the age of the device, and unavailability of replacement parts was sent back to the customer unrepaired. Since the device is end of life (eol) no repair was performed by philips. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.